Event description:
The site is reporting bad quality of images. Some radiologists are reporting that lesions are missed since they are not appearing on pacs monitors but they are appearing on the modality monitors. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).